Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with redness and heat around the lower abdomen, penis and scrotum, which, to the physician was indicative of infection. The patient was also experiencing urinary incontinence and a cystoscopy performed, identified that there the cuff had eroded through the bulbar urethra. The physician evaluated the patient and identified that the artificial urinary sphincter (aus) device was not working. The cause of the device not working was not identified by the physician but it is suspected to be related to the device age, as it was implanted over 20 years ago. The patient underwent a surgical procedure in which all his aus components were explanted, the patient and the wounds were washed out with iodine and antibiotic solution. The patient is excepted to fully recover.